Event description:
The pt presented with a popliteal artery aneurysm. In 2008, two viabahn devices with heparin coating were implanted with a 2 cm overlap. At the end of the implant procedure, the pt had good run-off and was prescribed aspirin and plavix. The next month, the pt presented with leg pain. The leg was imaged three days later and the viabahn tract was then angiojetted. The initial images showed some flow through the stent. The pt then rec'd lytics overnight. The next day, the leg was imaged again with improved patency in the stent and 3 vessel run-off. A small type 1 endoleak was observed at the proximal end of the most proximally implanted viabahn device. Another 8mmx5cm heparin coated viabahn was implanted to treat the leak and improving overall flow through the viabahn devices. The pt was fine at the end of the procedure.

Manufacturer narrative:
This event appears to meet the criteria per the FDA 5-day event notice regarding heparin containing devices issued on 8 april 2008; therefore, gore is reporting this as a 5-day reportable event.